Manufacturer narrative:
.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement / harm.

Manufacturer narrative:
Bad (B)(6) 2016. Root cause: bad hall effect sensor hb & hc created the blower not to function.